Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant/advancer tube of a 5f mynxgrip vascular closure device (vcd) pushes through the side of the black handle delivery sheath and failures. There was no reported patient injury. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with stopcock opened. The syringe was connected to the device. The advancer tube was returned separated from the device and the sealant was absent, which could be an indicative of a completed deployment removal mechanism. Additionally, the device was received without the procedure sheath. A separated portion of the catheter could be observed that is not related to the sealant removal procedure. This sectioned portion shows physical evidence of a tensile overloading provoked separation. Per functional analysis, the sealant deployment mechanism could not fully be tested as the sealant was not received with the evaluated device. Nevertheless, the mechanism was not observed in a compromised condition as the device presented a correct advancement mechanism. The results obtained show that there were no problems in the device¿s deployment mechanism related to manufacturing. Per microscopic analysis, a high magnified visual analysis was executed in the sectioned portion of the device body. During this analysis, elongation patterns could be observed at the borders of the separated sections, which could be attributed to an overloading tensile strength exposure. The reported event of ¿component-component issue¿ was confirmed through analysis of the returned device due to observed conditions during visual analysis. Additionally, a condition was noted in the returned device of ¿catheter-catheter detachment¿ due to the separated portion of the catheter. However, the exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to issues experienced since very minimal details were provided by the customer. However, the reported event of the sealant/advancer tube pushing through the side of the shuttle was likely due to handling factors, such as not maintaining the same angle of the vascular sheath when shuttling down. It should be noted that the mynxgrip device is manufactured with a slit at the end of the black shuttle cartridge tubing, which is not a product defect. The slit is designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the side slit of the shuttle cartridge and the sealant sleeve is designed to be placed over the shuttle side slit to protect the sealant from exposing prematurely and the shuttle tubing side slit from opening during deployment. If the sealant sleeve is displaced, the side slit will be exposed. Also, the separated conditions of the shuttle were likely due to handling factors as evidenced by the elongations, which shows physical evidence of an overloading tensile strength exposure. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant/advancer tube of a 5f mynxgrip vascular closure device (vcd) pushes through the side of the black handle deliver sheath and failures. There was no reported patient injury. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation. Addendum: per product evaluation: a separated portion of the catheter could be observed that is not related to the sealant removal procedure. This sectioned portion show physical evidence of a tensile overloading provoked separation.